Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient went into atrial fibrillation and then into ventricular fibrillation during impella rp flex support. Advanced cardiac life support was initiated in response to the condition and the patient was cannulated for veno-arterial extracorporeal membrane oxygenation. Support continued with the implanted pump following the intervention. The patient survived and was stable.